Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: january 12, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 10mm/130 deg ti cann tfna 340mm/right - sterile (part 04.037.054s, lot 7829362, quantity: one); complete radiolucent insertion handle (part 03.037.012, lot 9374514, quantity: one); t handle ball hex screw driver (part unknown, lot unknown, quantity: one); and tfna helical blade 85mm sterile (part 04.038.285s, lot 9888204, quantity: one).

Manufacturer narrative:
Product investigation summary: the following devices were received with the complaint category of ¿device interaction: does not fit with other parts.¿ one (1) cannulated connecting screw (part 03.037.010 / lot 9167359), one (1) complete radiolucent insertion handle (part 03.037.012 / lot 9374514), one (1) 10mm/130 degree titanium cannulated tfna nail (part 04.037.054s / lot 7829362), one (1) tfna helical blade (part 04.038.285s / lot 9888204), was also received with a classification as concomitant. Upon visual and functional inspection of the concomitant helical blade, and without an alleged complaint condition, there is no evidence that this device contributed to the complaint condition. Therefore, no additional investigation will be performed on this device. The complaint condition is unconfirmed as functional testing of the returned insertion handle, nail, and connecting screw found that the devices could be securely assembled and disassembled as intended. No functional issues were observed throughout testing. A device history record review was performed for each of the returned devices. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of these products that would contribute to this complaint condition. The returned devices are part of the trochanteric fixation nail advanced (tfna) system. The cannulated connecting screw secures the insertion handle to all the tfna nails by threading into the threads on the proximal end of the nail through the use of the ball hex screwdriver. The returned implants (nail and helical blade) were received intact with surface wear patterns consistent with implant and explant. The lock prong of the nail shows bending that was likely a result of the blade removal. Functional testing of the returned insertion handle, nail, and connecting screw was performed by assembling and disassembling the devices three (3) separate times. The devices were able to be securely assembled and disassembled as intended. No functional issues were observed throughout testing. Thus, as no functional issue was identified, the complaint condition is unconfirmed and could not be replicated. A review of the current design drawings was performed. Further investigation had previously been completed for the tfna connecting screw binding with the tfna insertion handles causing disassembly issues. Per the investigation, the issue could be replicated with a standardized test setup. Soft tissue pressure was simulated on a vertical tension/compression testing machine. Friction between the instrument interfaces was detected. The friction led to difficulties in disassembly. No damage or galling of the instruments or implants was detected during or after the test. It was possible to disassemble the instruments from the implants once the soft tissue pressure was neutralized by pulling the aiming arm towards lateral. At this time, there are only two (2) devices that have been deemed concomitant parts for this complaint: the unknown ball hex screwdriver and the helical blade. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information: due to an identified issue with the disassembly, the nail and the insertion handle have been added as complainant devices on this complaint. Concomitant device(s) reported: t-handle ball hex screwdriver (part/lot: unknown / quantity: 1) and tnfa helical blade (part: 04.038.285s / lot: 9888204 / quantity: 1). This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent treatment with a trochanteric fixation nail - advanced (tfn-a) system on (B)(6) 2016 for a right subtrochanteric femur fracture during which the connecting screw malfunctioned. The nail and helical blade were inserted into the femoral head. The surgeon engaged the set screw with the helical blade. The surgeon was not able to disconnect the connecting screw held by the insertion handle from the nail. The helical blade and nail were backed out of the patient. On the back table, a flat wrench was used around the t-handle ball hex screwdriver to turn the connecting screw counterclockwise to disengage it from the nail. The surgeon was unable to do this on his own; it required the surgical technician applying counter torque to the insertion handle while the surgeon used the t-handle ball hex screwdriver with a flat wrench to disengage the connecting screw. It required each of them to exert an incredible amount of effort and force. The surgeon was concerned with the current nail and noticed scoring on the helical blade, so he requested new implants. The femoral canal was reamed to accommodate a larger nail. There was only one set of tfn-a nails at the hospital so a larger diameter nail with the same length and neck angle was used. The patient was implanted with a new nail and a new helical blade. A new connecting screw and original insertion handle were used for insertion of the implants. Distal screws were subsequently implanted. There was an estimated 30-45 minute surgical delay. The procedure was successfully completed and the patient's postoperative outcome was reportedly "good". This report is 1 of 1 for (B)(4).